Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during set up while the patient was not connected. The home patient (hp) stated that the hc displayed "load the set" and that solution was coming out of the end of the patient line. The hp stated that she had the solution bags connected and that the clamps were open. The technical service representative (tsr) informed the hp that she connected the solution bags too early. The tsr assisted the hp with opening the cassette door and advised the hp to start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient. She stated that she was still in set up when the leak had occurred. She had put the supplies on before she should have. The lines were all in the organizer and she had not started prime. She did not notice anything unusual about the supplies. Bps advised the patient to set up therapy per the at home guide and to speak with her nurse regarding proper set-up if necessary. Bps also advised to call baxter if the issue repeats. Therapy has since been going well, and no adverse effects were reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.